Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial plus instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2013 whereby a gore® dualmesh® plus was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. The report states: "[the patient] underwent laparoscopic ventral hernia repair on (B)(6) 2013 with a gore dualmesh plus (1dlmcp04). By (B)(6) 2013, she developed seroma, abdominal pain, and stomach bloating. Dr. (B)(6) noted, he would follow up on the seroma and may need to remove the mesh. On (B)(6) 2013, dr. (B)(6) noted that her pain appeared to be related to her mesh implantation with nerve irritation or possible entrapment. He performed injections to over mesh site to try to reduce pain. On (B)(6) 2013, she underwent open surgery; on (B)(6) 2013 secondary to 'incapacitating'[sic] abdominal pain from mesh. Substantial adhesions were noted and had to be taken down from the 'pseudocapsule of the gore-tex itself'. The mesh was tediously removed. There was a 'defect of the posterior rectus sheath and muscle above it, which was quite torn probably because of removing the gore-tex mesh'. The pre-implant size of the device is 15 x 19 cm. However, post-removal it measured as 10 x 15. This suggests substantial contraction and degradation." The patient alleges the following product deficiencies: strict products liability, negligence, implied and express warranty, fraud, fraudulent concealment, punitive damages, loss of consortium.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device is preserved and maintained by the provider and thus was not able to be returned to gore for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 10466337. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. D4: added lot #, expiration date, di # h4: added device manufacture date h6: updated method and results codes; conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 12: history and physical. ¿cc: abdominal discomfort around the umbilicus, and bulging in supra umbilical area concerning for recurrence of hernia. Hpi: 46 y.o. Female with history of umbilical hernia s/p lap hernia repair x 2, last one nearly 7 years ago. Abdominal pain, recurrent problem, current episode started more than 1 month ago, gradual onset, occurs intermittently, and gradually worsening, pain is located in the periumbilical region, and at a severity of 2/10. The pain is mild (burning sensation around the umbilicus), burning, aching and a sensation of fullness, does not radiate, aggravated by palpation and certain positions (associated with activities causing increased intraabdominal pressure). The pain is relieved by certain positions (laying down), past medical history is significant for abdominal surgery and gallstones. Pmh: adverse effect of anesthesia; slow to awaken, ponv (postoperative nausea and vomiting). Psh: uterine ablation; colonoscopy x 2; hernia repair, umbilical x 2; cesarean section x 1; cholecystectomy; bilateral tubal ligation; colonoscopy. Social hx: current everyday smoker ¿ 0.5 packs/day for 20 years, cigarettes; she smokes half a pack of cigarettes per day and has for the last 10 years. Exam: unremarkable except; mild ttp on umbilical area, small diastasis recti in supra umbilical area. Assessment/plan: she has a small hernia at umbilical area and diastasis recti in supra umbilical area. Different management plans were discussed with the patient. She agreed with laparoscopic hernia repair with mesh placement some time in january. Addendum: I saw and evaluated the patient. I agree with the findings and the plan of care as documented in the resident¿s note. Pain and small defect at umbilicus after previous repair and laparoscopic procedures where umbilicus used for access. Also has diastasis. Offered simple open repair versus laparoscopic given diastasis. She will call to schedule laparoscopic repair in january.¿ (B)(6) 13: history and physical. ¿cc: central hernia. Hpi: presents to clinic today for her pre-operative evaluation for laparoscopic ventral hernia repair with mesh scheduled for monday, (B)(6) 13. ¿she has a history of two umbilical hernia repairs in the past, never with mesh . He [sic] last ventral hernia was over 5 years ago, and patient reports recurrence within one year of that surgery. Her associated symptoms include pain.¿ ¿sudden onset of new abdominal pain, developed an acute rlq pain that occurred last week will [sic] she was driving. Pain is worse with movement and when lying on her right side and described as throbbing. She has had a three day bout of constipation after pain initiated. The constipation has resolved, but the pain persists. Denies blood in her stool, nausea, or vomiting. However, she did have some nausea this morning associated with a headache and she has a history of migraine headaches.¿ ¿she has a history of cholecystectomy, but still has her appendix.¿ ros: unremarkable except; ¿gastrointestinal: nausea (had nausea this am associated with headache, otherwise no nausea recently), abdominal pain and constipation (3 days of constipation associated with onset of abdominal pain, resolved, now having regular bowel movements).¿ exam: unremarkable except; ¿abdominal: tenderness (ttp, worse in rlq, but ttp diffusely ). There is rebound; umbilical hernia without mass, diastasis recti. Assessment: incisional hernia. Abdominal pain. Plan: ¿here for her pre-operative physical for ventral hernia repair, now with onset of new abdominal pain. Given her new symptoms of abdominal pain, we would like to further investigate the etiology of her pain.¿ ¿risks and benefits of the surgery were discussed with the patient. Consents were obtained.¿ addendum: ¿I saw and evaluated the patient. I agree with the findings and the plan of care as documented in the resident¿s note. Here for preop visit for laparoscopic ventral hernia repair. Complains of new rlq pain a few days ago and persistent. No disturbance in gi function. S/p cholecystectomy. On exam some direct tenderness to deep palpation. Will get lab and CT scan and continue with evaluation. Discussed procedure and risks.¿ (B)(6) 13: operative report. ¿preoperative diagnosis: ventral hernia. Postop diagnosis: ventral hernia. Procedure: laparoscopic repair of ventral hernia, and lysis of adhesions. Specimens: none. Estimated blood loss: minimal. Complications: none. Indication: ¿this 46-year-old female has had a previous laparoscopic cholecystectomy and has pain at the umbilical area with a palpable hernia defect. In addition, she has diastasis in the upper abdomen. She also has had recent right lower quadrant pain. Procedure: the patient was taken to the operating room, placed in the supine position, and administered general anesthetic. The abdomen was draped and prepped in the usual sterile fashion. Incision was made in the left flank and a veress needle inserted to induce a pneumoperitoneum. A 12 mm step trocar was then placed under direct visualization. We placed a 5 mm port above and below this port. There were no adhesions to the upper abdomen. The falciform ligament was taken down with shears and with cautery. There was a wall of adhesions along the descending colon on the right side. The colon itself appeared to be fairly unremarkable. We did take these down with the scissors. We then measured out the abdominal wall deficit. We chose a 15 x 19 cm piece of gore-tex mesh. It was marked in eight quadrants. We marked the eight sides outlining the central defects. Our mesh was extended from the xiphoid to 5 cm below the umbilical area. We then used alternating sutures of 0 surgilon and 0 tycron on the mesh every 5 cm. It was then rolled up and passed into the abdomen. We then used the endo close to pull up the stitches at her previous marked sites. It appeared that we had good alignment. All eight sutures were then tied. We then used the protack to place a few staples between each of the stitches . Upon completion, we had a good alignment of the mesh and no apparent problems. We then used a 5 mm camera so we could close the 12 mm port with 0 polysorb using the endo close device. Co2 was evacuated and the trocars removed. We then closed the port sites with 4-0 polysorb subcuticular and steri-strips. The puncture sites on the mesh were closed with glue. Dressings were applied, and the patient returned to the recovery room in satisfactory condition.¿ the records confirm a gore® dualmesh® plus biomaterial (B)(6) was implanted during the procedure. (B)(6) 13: discharge summary. ¿admission diagnosis: recurrent umbilical hernia. Procedure(s): hernia repair umbilical-laparoscopic. Hospital course: ¿previous laparoscopic cholecystectomy and had pain at the umbilical area with a palpable hernia defect. In addition, she had diastasis in the upper abdomen. She also has had recent right lower quadrant pain. (B)(6) the patient had a laparoscopic umbilical hernia repair, she tolerated well the procedure and she was admitted to the floor. 01/22 pod 1 she had a fever tmax 38, foley was removed, she complained for mild burning in urination ua/ucx obtained.¿ ¿01/23 pod 2 tmax 38.2, she was voiding, ucx no growth¿, ¿1 small vomiting episode but tolerated general diet.¿ ¿01/24 pod 3 tmax 38.7, ucx no growth, bcx no growth, on po pain meds, ambulating, no vomiting currently, positive flatus, tolerating diet, feeling better. She was discharged home. Discharge diagnosis: incarcerated incisional hernia, postoperative incisional hernia. Discharge condition: stable.¿ (B)(6) 13: office notes. ¿hpi: followup left flank pain after laparoscopic incisional hernia. Complains of persistent left flank pain, both when supine and with motion. Feverish at home, mild distress, abdomen soft, wounds ok, no induration or erythema. Assessment & plan: seen today for postoperative incisional hernia, return if symptoms worsen or fail to improve. CT benign fluid above and below mesh, no other obvious abnormality. Continue flexeril and pain meds prn. If symptoms persist reevaluate for pyelonephritis.¿ (B)(6)13: office notes. ¿hpi: 6 weeks after laparoscopic hernia repair, left flank pain resolved. Back to work part-time. Still feels abdominal pain and fullness. Intermittent rash face and legs. ? Fever. Has lost 10 pounds. Exam: light diffuse rash face, abdomen soft with fullness epigastrium, no erythema ormarkedtenderness [sic]. Assessment & plan: umbilical hernia, abdominal pain, return if symptoms worsen or fail to improve, CT to followup perimesh fluid.¿ (B)(6) 13: office notes. ¿hpi: concerns over continued abdominal pain following her hernia repair with mesh in january by (B)(6), has felt poorly since that time. She does not think that (B)(6) has done anything wrong, she is just more concerned that she may be having a reaction to the mesh, and wonders if this could be causing some of the burning pain in her stomach, bloating, and rash that she has noted all over her body. She is down 10 lbs since before the surgery, but has had to increase the size of her pants because her stomach is larger. She did have a postoperative seroma. She notes that she has a rash that has been all over her body (legs, trunk, chest, face), although nothing seems visible today. She is a very atopic person, and says that she was allergic to her bandages, and the morphine in the hospital, and she feels this might be the case with the mesh too. Exam: unremarkable except; abdomen; round, but not taut, no fluid wave noted, tenderness diffusely to palpation. Assessment/plan: abdominal bloating. ¿I am unsure if someone can be allergic to mesh¿will have to talk with(B)(6) about this. I am going to u/s her abdomen/pelvis to get another look at her seroma, and make sure that there are no abnormal fluid collections anywhere else. May need to consider removing her mesh. Will follow up with her after results of her u/s are known, and will talk with (B)(6) about the feasibility of removing her mesh.¿ (B)(6) 13: office notes. ¿hpi: complaints of abdominal pain and discomfort, increasing since ventral hernia repair (B)(6) 13. Increased bloating and abdominal girth with decrease in overall weight. States cannot exercise due to the pain. Pain is located right at her hernia site. States that she has gotten more ruddy looking and has a slight rash on her inner thighs and abdomen at times. She is wondering if she is reacting to the mesh, has occasional subjective fevers and chills. Exam: tenderness (midline abdomen right above the umbilicus), some swelling above the umbilicus where she is tender. Rash (reddened face and inner thighs) noted. Assessment & plan: s/p ventral hernia repair (B)(6) 13, increased abdominal pain and bloating. Obtain another abd/pelvic CT scan to see if there is any increase in fluid around the mesh. If there is, we will consider placing a drain versus removing the mesh. We discussed risks, benefits, and options with the patient. She has had two CT scans since surgery that show decrease of fluid around mesh and us did not show any significant fluid collection. She wishes to proceed with the CT scan and then revisit. Addendum: I saw and evaluated the patient (B)(6) I agree with the findings and the plan of care as documented in the resident¿s note. S/p laparoscopic repair umbilical hernia repair (B)(6). Continued burning pain and sense of fullness. Limited ability to have clothes against area. No documented fevers. No erythema but ? Fullness above umbilicus. Last CT scan (B)(6) showed resolving perimesh fluid. Will plan to repeat. Patient raised issue of mesh allergy. ¿ (B)(6) 13-(B)(6) 13: [missing CT scans (three) since surgery and us]. (B)(6) 13: office notes. ¿hpi: s/p laparoscopic ventral hernia repair (B)(6) 13. Persistent diffuse midabdominal pain ever since, not improved. Exacerbated by a variety of activities, limits her physical activity. CT (B)(6) shows near resolution of previous fluid collection beneath mesh and good alignment without signs hernia or infection. Exam: wounds healed, no masses, diffuse mild tenderness midabdomen. Assessment & plan: abdominal pain. Explained that this is not the anticipated postoperative course. ¿will get a pain management evaluation. If does not improve will need to consider excision of mesh.¿ (B)(6) 13: office notes. ¿hpi: ¿for treatment options for her abdominal pain. Patient reports having this pain for months. Patient¿s pain does not radiate. Pain is shooting, stabbing and throbbing in character. It is episodic. Severity is rated as a 5 on a scale of 0-10. Patient has tried medications including advil.¿ ¿patient has been seen by (B)(6) who recommended no surgery.¿ pmh: ¿stroke.¿ psh: bilateral tubal ligation, laparoscopic repair of umbilical hernia. Social hx: smoking status: former smoker¿0.5 packs/day for 20 years, cigarettes, quit date (B)(6) 13. Exam: unremarkable including; abdomen: soft, and nontender and nondistended. Impression: abdominal pain. Recommendation: ¿it appears her abdominal pain is related to mesh implantation with nerve irritation or possible entrapment . I recommended medication vs. Injection therapy vs. Surgical follow for mesh explantation. After a discussion with the patient, we agreed on proceeding with, injection to the area overlying the mesh in attempt to decrease spasm and nerve irritation, which will be planned for 3 weeks after titrating up neurontin. Risks, benefits, side effects and alternatives were discussed with the patient. All questions were answered and the patient wishes to proceed.¿ medication management consisting of starting neurontin. Addendum: please see residents h&p as patient was seen, examined with resident and I participated and agree with plan and resident¿s note. Abdominal pain is increased with ¿sit ups¿, palpation and movement. I will start her on neurontin and have her come back for trigger point injections. If no better she may need to have mesh removed.¿ [ (B)(6)13: office notes. ¿hpi: here for follow trigger point injections, sent in by (B)(6) she is on neurontin, it is not helping yet. ¿continues to complain of abdominal pain, would like another surgical opinion, does not want injections today.¿ send for second opinion dr. Fitzgibbons.¿ (B)(6)13: office notes. Cc: ¿preop umbilical hernia removal of mesh and screws, scheduled for monday.¿ hpi: multiple hernia repairs in the past, complaining of irritability and abdominal pain today. Social hx: ¿social drinker; denies tobacco use.¿ exam: unremarkable except; ¿abdomen: soft, tender diffusely, in the epigastric area and in the periumbilical area.¿ assessment: umbilical hernia. Plan: surgery requested for (B)(6) 13. Discussed with the patient for about 20 minutes her concerns surrounding the surgery including indications and benefits. She was agreeable to having the surgery done as scheduled on monday. (B)(6) 13: operative report. ¿preoperative diagnosis: incapacitating midepigastric and periumbilical abdominal pain, status post multiple periumbilical procedures with placement of gore-tex mesh. Postoperative diagnosis: incapacitating midepigastric and periumbilical abdominal pain, status post multiple periumbilical procedures with placement of gore-tex mesh. Operation: diagnostic laparoscopy with lysis of adhesions, removal of old gore-tex mesh along with tacks, repair of a recurrent incisional hernia and panniculectomy.¿ indication: ¿this 47 year-old female patient has had numerous procedures about her umbilicus. Approximately 10 years ago, she had an umbilical hernia repair, which was followed by a recurrence, which was then repaired with sutures, and finally, her most recent procedure was on (B)(6) 13 where she underwent a repair of incisional hernia using a large gore-tex patch, which measured 15 x 19 cm with the idea of covering the entire umbilical area as well as the epigastrium. In between all of these operations, the patient has had a laparoscopic cholecystectomy also with the optics being placed at the umbilicus. The patient was referred to us with incapacitating abdominal pain in the midepigastium and in the periumbilical area. She had had numerous evaluations. Looking at the site, I felt that the only reasonable solution was removal of the mesh and tacks, as she was severely being incapacitated in her lifestyle by this. Patient understands that we could not guarantee that this would solve the pain problem and also that she may now develop a recurrent hernia with the mesh being ___ [sic], but our intention was to repair the hernia defect, which we were going to create by removing the mesh using sutures only to try to prevent the syndrome from happening again. Findings, abnormal and normal: operative procedure: under general anesthesia the patient¿s abdomen was prepped and properly draped. We began by placing a veress needle through the ninth intercostal space along the left costal margin and a pneumoperitoneum [illegible] using co2 [illegible]. [Illegible] exploration of the abdomen [illegible] numerous adhesions to the anterior abdominal wall in the area of the gore-tex mesh, but no other gross abnormality. She did have curtis-fitz-hugh-type adhesions from the left and right lobes of the liver, suspending the liver to the anterior abdominal wall. We felt this also could be contributing to her pain, so eventually, we placed a total of three [illegible] cannulas along the left side of the abdomen in the anterior axillary line and took down those adhesions, but it was obvious that in order to get these [illegible] out, it was going to require an open procedure as the mesh was so ingrained and to get the mesh and tacks out, so we elected to make a midline incision beginning at about midway between the xiphoid process and the umbilicus, extending around the umbilicus and below it, carried down through subcutaneous tissue. [Illegible] opened and the mesh identified. The mesh was then slip opened and then numerous adhesions to the anterior abdominal wall omentum as well as the psuedocapsule of the gore-tex itself were taken down. We then began the rather tedious dissection of the mesh trying to separate it from the abdominal wall using combination of electrocautery, scissor dissection and blunt dissection. As we reached the periphery, we removed all of the tacks that we could palpate, probably 5g of these metal [illegible]. Once we had removed the mesh and [illegible] tacks, we did perform a fluoroscopy and we did note that there was one residual tack and this was then removed and then the fluoroscopy repeated and all tacks appeared to have been removed. We then were left with the problem of the hernia itself. We elected to close the midline incision using running looped double [illegible] and then we repeated the laparoscopy and noted that there was some residual defect of the posterior rectus sheath and muscle above it, which was quite torn probably because of removing the gore-tex mesh. So, we elected to close this defect using the curter-thomason wall device with heavy vicryl, [illegible] vicryl [illegible], to close the peritoneum over the muscle. At this point, we felt we had a solid repair. The abdomen was then thoroughly irrigated and hemostasis assured. We then performed a modified panniculectomy because we had narrowed the defect. Especially above the umbilicus, there was [illegible] pannus and this was approached by removing the subcutaneous tissue for a distance of approximately 10 cm on either side of the midline. Hemostasis was then assured and then the midline incision closed using running 2-0 vicryl for the subcutaneous and running intracuticular 4-0 vicryl for the skin. All cannulas from the left side of the abdomen were removed and a running intracuticular plain used to close the trocar sites. Dilute marcaine solution was used to both the wound and in all the trocar sites for postoperative pain. Patient tolerated the procedure well and left the operating room in stable condition.¿ (B)(6) 13: surgical pathology. ¿diagnosis: hernia sac, removal: fibrous tissue consistent with hernia sac (mesh and hooks for gross examination only). Reason for procedure: adnominal pain. Patient history: abdominal pain, recurrent ventral hernia. Gross: the specimen is received in one formalin-filled container labeled (B)(6) it is additionally labeled as ¿hernia sac psuedocapsule old mesh, tacs [sic], pannus¿. The specimen is irregular in shape and consists of multiple fragments of fibrofatty tissue and hernia mesh with fibromembranous tissue. The hernia mesh measures 15.0 x 10.0 cm and contains multiple metal hooks. The fatty tissue measures 8.0 x 4.0 x 1.5 cm in aggregate. Representative sections are submitted in cassette a1. Microscopic: a microscopic examination was performed to arrive at the diagnostic conclusion reported.¿ there is no mention of infection involving the gore device. (B)(6) 13: discharge summary. ¿principal diagnosis: incapacitating midepigastric and periumbilical abdominal pain. Status post multiple periumbilical procedure with placement of gore-tex mesh. Hpi: ¿multiple hernia repairs in the past, here to have umbilical hernia repair as well as removal of mesh and screws. She is complaining of irritability and abdominal pain that has been longstanding. Approximately 10 years ago, she had an umbilical hernia repair, which was followed by a recurrence, and later on she had an incisional hernia repair using a large gore-tex patch. In addition, the patient also had multiple laparoscopic operations. Based on the preoperative assessment of the patient, it was felt that the only reasonable solution was to removal [sic] the mesh and tacks due to her being severely incapacitated in her lifestyle. The patient was aware that this may not completely solve the pain problem, but was agreeable to the procedure. Today, she has no acute complaints and was keen to proceed with the procedure. Date of operation: (B)(6)13. Name of operation: diagnostic laparoscopy with lysis of adhesions, removal of old gore-tex mesh along with tacks, repair of a recurrent incisional hernia and panniculectomy. Hospital course: postoperatively, the patient tolerated the procedure well. The patient tolerated the pain well and reported no acute complaints.¿ (B)(6)13: CT of the abdomen and pelvis with oral and IV contrast. Indication: ¿status post ventral hernia repair with fevers. Impression: 1. Very small nonspecific collection adjacent to the proximal portion of the transverse colon which may represent early abscess, small omental infarct of [illegible] likely seroma. 2. Simple appearing fluid in the subcutaneous fat associated with the anterior abdominal wall incision likely representing postoperative seroma although superimposed [illegible] is impossible to completely exclude.¿ (B)(6)14: office notes. Hpi: annual exam, no major concerns to address at this visit. Feeling really well since her abdominal mesh was surgically removed this past november. She has had 3 prior hernia repairs and continued to have pain associated with her mesh area. ¿as a result of the surgery she did have a left frozen shoulder.¿ assessment/plan: ¿exam finding were reassuring at this visit.¿ "a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial plus instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) : (B)(6) medicine. (B)(6), md. Radiology-CT abdomen/pelvis. Indication: abdominal pain/umbilical hernia. Impression: no acute abnormality noted. Bowel unremarkable. No pathologic osseous abnormalities. (B)(6) 2013: (B)(6) medicine. (B)(6) md. CT-radiology abdomen/pelvis. Impression: interval ventral wall hernia mesh repair with small amount of fluid around the hernia mesh as described, likely seroma. Indication: hx lap umbilical hernia repair 2 weeks ago left flank pain since surgery. Interval ventral wall hernia mesh repair with small amount of fluid superficial to the mesh in the superior aspect, 9.3 x 1.2 cm and deep to the mesh on the left side in the inferior aspect 2.2 x 0.7 cm. No surrounding inflammatory fat stranding. This may relate to postoperative seroma, abscess is less likely. Bilateral tubal ligations. Several bilateral ovarian follicles. Tiny amount of fluid in the cul-de-sac, likely physiologic. Mildly prominent right iliac, obturator and lymph nodes without pathologic enlargement, likely reactive. No mesenteric or retroperitoneal adenopathy. (B)(6) 2013: (B)(6) medicine. (B)(6) md. Radiology-CT abdomen/pelvis. Impression: ventral wall abdominal hernia repair with mesh. A small amount of fluids remains adjacent to the mesh. Hx: f/u abdominal fluid collection-abd pain. Findings: abdomen/pelvis: indeterminate left adrenal nodule again seen unchanged probable adenoma. Ventral wall abdominal hernia repair with mesh again seen. On today¿s study a small amount of fluid is seen adjacent to the mesh. The fluid is mostly posterior mesh on today¿s examination measuring 9 to 10 mm in greatest depth. Little fluid is noted anterior. Again this probably represents postop seroma or hematoma. No evidence of recurrent hernia is identified. Bowel appears normal. No pathological osseous abnormalities. (B)(6) 2013: (B)(6) medicine. (B)(6) md. Radiology-CT abdomen/pelvis. Indication: f/u abdominal fluid collection. Impression: ventral wall abdominal hernia repair with mesh. Little remaining fluid around the mesh is seen. Stable indeterminate left adrenal nodule. Discussion: antecedent granulomatous disease. Ventral wall abdominal hernia repair with mesh. Fluid around the is continues to decrease with only minimal fluid present superiorly. Inferior fluid has resolved. No fluid anterior to the mesh is identified. Bowel is unremarkable. No pelvic mass adenopathy or fluid collection. No pathologic osseous abnormalities. (B)(6) 2013: (B)(6) medicine. (B)(6) md. Radiology-CT abdomen/pelvis. Impression: s/p ventral wall hernia with a mesh in place. Previously seen small amount of fluid on the inner side of the mesh has nearly resolved. Limited slices through the lung bases show two lung nodules that are unchanged; a third lung nodule is either not imaged on the prior CT or new. Indication: abdominal pain. Discussion: s/p ventral hernia with a mesh in place. Previously seen small amount of fluid on the inner side of the mesh is nearly resolved. No fluid collections visible. No bowel obstruction. No recurrent hernia. Left adrenal nodule measuring 1.7 cm unchanged. Limited slices through the lung bases show two lung nodules that are imaged before and appear unchanged. One of these is visible on image 19 and the second on image 10. A tiny nodule measuring 2 mm is also visible on image one that is not identified on the prior abdominal cts and may have been not imaged or its new, and remains indeterminate. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial plus instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.